Event description:
While doing a 12 lead and nibp measurement on a patient with chest pain, the device inappropriately shut down while on battery power. Clinician turned the device off and then back on and the device powered up. Continued to use the device to treat the patient. There was no adverse effect to the patient due to the reported malfunction.